Manufacturer narrative:
Vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info about this event came from review of procedural info during data collection for the penumbra (B)(4). The procedural info did not give specific device info and only specified the penumbra system as the "study device" possibly related to the event.

Event description:
The pt experienced a massive spasm of the internal carotid artery during the treatment procedure. This event was reported by the investigators as having a definite relationship to the study device, a definite relationship to the angiographic procedure and was resolved. This event was not considered a serious adverse event by the site.